Event description:
In 3 weeks after getting saline breast implant surgery, I became very ill. Nausea, vertigo, vomiting, double vision, blurry vision, headache, short term memory loss, numbness in fingers and toes, balance difficulty, hearing loss, abnormal reflexes, heat intolerance, weak muscles, muscle fatigue, muscle pain, light sensitivity, difficulty driving at night, full body joint pain from fingers to toes, insomnia, body twitching, general fatigue, painful skin, loss of appetite, urinary tract infection, urinary incontinence, constipation, dry eyes, and difficulties walking/lifting foot and leg off the ground. I¿ve been to 9 specialists (endocrinologist, ear nose and throat, audiologist, neurologist, neurological ophthalmologist, psychiatrist, functional medicine, cosmetic surgeon, and a plastic surgeon. Waiting on appointment for a rheumatologist.) They have found some abnormalities but not enough to categorize a definitive diagnosis. After 5 months of illness, I learned about breast implant illness affecting 60,000+ women across the world. I have the hla-b27 gene and the mthfr gene. Both caused me to get very sick after implants. With hla-b27, a body will immediately reject any form of silicone, even the outer shell made of silicone, from saline or silicone breast implants. My body is launching a full body autoimmune reaction to the silicone breast implant shell, comprised of many chemicals and metals. I am having "to have" my implants removed just 6 months after getting them due to the neurological, musculoskeletal, digestive, and nervous system effects.